Event description:
As reported by the anesthesiologist per the user facility: epidural catheter breakage at the 9cm mark during removal. Occurred with an ob patient in sitting position. During removal, experienced difficulty w/ removal of catheter, snap heard. CT scan performed, "inconclusive". Has sample of catheter, not sure if it will be released. Additional information provided by the anesthesiologist indicated she placed the catheter, but was not present when the catheter was removed by the nurse and the incident occurred. She reported the fragment was located and was removed without incident. The patient suffered no adverse sequela associated with the incident. It is possible the sample will be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be elevated. The sample consisted of the fragmented catheter tip. The remainder of the catheter was not returned. The fragmented tip measured approximately 95mm and had a 90 degree kink approximately 35mm from the tip. The fractured end of the catheter was jagged, and slightly stretched/ attenuated, indicating tensile fracture. Findings were consistent with the catheter becoming lodged between two rigid body structures and stretched beyond its intended design capabilities. The sample and all available information has been forwarded to the manufacturer b. Braun (B) (4) for further evaluation.